Event description:
A patient reported, earlier in the year, 2016, they had a return of symptoms and a loss of stimulation. The patient said they were "told there was an issue with the probes, something had shorted out". The healthcare provider (hcp) reprogrammed settings and that resolved the issue. The patient indicated this was in (B)(6) 2016. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.